Event description:
It was reported that pump displayed a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump areas as directed, cleaned pneumatic tap area, and then successfully completed cartridge loading and resumed insulin delivery with guidance from technical support.